Event description:
This is non-us event. The malfunction occurred in (B)(6). Consumer states her (B)(6) daughter had a tampon stuck inside her and she was not able to remove the tampon. Her doctor removed the tampon and told the daughter to refrain from using tampons for the next 2-3 months.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.